Event description:
Add'l info was provided by the user facility. The torn capsular bag was not the result of the intraocular lens (iol) and the pt is doing fine.

Event description:
A user facility reports that a tear in the posterior capsule posed difficulties for a surgeon during the insertion of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been requested.